Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. It also appeared that blood had leaked underneath the hemogard shield. One hundred (100) retention samples from bd inventory were visually examined and no issues were observed as all specifications were met. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill and related blood leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that there was underfill or low draw of a tube with blood and sample leakage. The following information was provided by the initial reporter: phase: when the product is in use. Defect: insufficient negative pressure and blood leakage. Quantity: (B)(4).

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that there was underfill or low draw of a tube with blood and sample leakage. The following information was provided by the initial reporter: phase: when the product is in use. Defect: insufficient negative pressure and blood leakage. Quantity: 1 piece.